Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. Initial reporter phone number: (B)(6). UDI: (B)(4).

Event description:
It was reported by the affiliate via service request that during an unknown procedure the hd epscp, 4.0, 30, 175, cwstorz had a leak and the image was dark. No patient consequence and no surgical delay was reported. No additional information was provided.

Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The reported complaint that the picture produced by the device was dark, was confirmed. The following defects were identified and actions were taken with the device upon evaluation : objective damaged, replaced. Distal tip damaged and distal end defective, replaced. Objective window damaged, replaced. Shaft bent, replaced. Body damaged, replaced. Optics damaged, replaced. The device produced no image, cloudy inside. The device was cleaned, tested and found to be fully functional. User mishandling is the most probable root cause for the damage to the shaft and to various parts of the device. The damaged parts would have caused the issue reported by the customer. A manufacturing record evaluation was performed for the finished device (serial number : (B)(4) and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).